Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4) unknown. Device manufacture date is unknown. The device serial or lot number is unknown concomitant medical devices and therapy dates, base station device, (B)(6), 2022.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, the surgeon observed more varus than planned for during the cementing process. It was reported that the surgeon was able to complete the procedure without negative impact to the patient. It was reported that there was no movement in the arrays and nothing out of the ordinary had occurred. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the actual device was evaluated. During evaluation, it was determined that there were no defects with the software or the system. An analysis of the log files was performed. The analysis of the log files showed that there was potential femur array motion. This was suspected because a femur checkpoint was performed after all the resections had been performed. During this step the user experienced difficulty verifying the femur checkpoint and values ranged from 1.0 mm to 5.0 mm. It can be concluded that the femur array did not move prior to the resection but it is suspected that the array moved during a resection. Similarly, it can be concluded that the tibia bone array did not move prior to the tibial resection. It is recommended that the resection check tool is used to verify the resections. A tool that tracks the center of the hip showed only 10 mm of movement which is not enough to conclude femur array movement. The final leg balance graph image showed a varus angle that ranged between 8 to 9 degrees. Therefore, the reported condition was confirmed. The probable root cause of the reported issue was femur array motion due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.